Event description:
A report was received from a user facility in (B)(6) stating that: "the irrigation was too high/strong leading to a sudden deepening of the anterior chamber with a partial zonular break. The implant fell at the end of the procedure at the time of the viscous washing. As clinical implications, instability of the capsular bag and the implant with pseudophakodonesis and a lens exchange. The pt's current status is stable."

Manufacturer narrative:
Two technicians checked the stellaris at the hosp. The system tested without any problems. The reported problem was not duplicated. This report is related to the event reported on MDR 1920664-2015-00078 and 00080.